Event description:
It was reported that the right atrial (ra) lead had high impedances and oversensing. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (B)(6) 2012. 5024m-58 implantable pacing lead (B)(6) 1992. (B)(4).